Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarm was heard. Upon interrogation, there were multiple motor stalls and motor stall recoveries that were recorded in event logs beginning in (B)(6) 2013. On (B)(6) 2013 a stall occurred and recovered 5 minutes later. On (B)(6) a stall occurred at 7:36 and recovered the same day at 7:57. It was noted that the stalls were occurring approximately every hour on the hour. The patient had not experienced any adverse symptoms at that time. The pump system was delivering hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.